Event description:
It was reported that the subject balloon catheter was used for intra-arterial therapy (iat) for acute ischemic stroke. When removing the catheter from the patient¿s anatomy post procedure, the catheter tip was noted to be broken and deformed. No clinical consequences were reported due to this event. No other information was provided.

Manufacturer narrative:
D4 expiration date ¿ added. D9 returned to manufacturer on ¿ updated. D10 product available to stryker ¿ updated. H3 device evaluated by mfg¿ updated. H3 summary attached ¿ updated. H4 manufacturing date ¿ added. During visual inspection, the flowgate shaft was noted to be kinked approximately 57cm from the catheter hub and damaged at the distal end. The balloon was also noted to be burst/ruptured. Functional testing was not performed due to the damaged noted the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to the preparation/use on the patient and the anatomy was severely tortuous which most likely resulted in the damage noted to the returned device during the procedure. An assignable cause of procedural factors was assigned to the reported issue balloon catheter tip broken/fractured during use and to the as analyzed issues balloon catheter kinked/bent and balloon burst/ruptured as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the subject balloon catheter was used for intra-arterial therapy (iat) for acute ischemic stroke. When removing the catheter from the patient¿s anatomy post procedure, the catheter tip was noted to be broken and deformed. No clinical consequences were reported due to this event. No other information was provided.